Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right ventricular (rv) lead helix was found to be stuck and would not extend due to a helix mechanism issue. The rv lead was removed and not used. The patient was in stable condition.